Manufacturer narrative:
G4:17dec2020. B4:21dec2020 . The bio-med replaced the touchscreen to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10nov2020.

Event description:
The biomed reported the touchscreen will not work due to physical damage. The remote manufacturer's service technician advised the customer to replace the touchscreen. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.